Event description:
Medtronic rec'd info that the distal tip of this pericardial sump cannula became entangled in the chordae tendonae of the mitral valve. This observation was made during a mitral valve replacement procedure. The springs of the cannula were elongated an cut in order to remove the device. The device was retrieved without adverse pt effect.

Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Analysis: attempts to obtain pt specific info and the event occurrences date have been without success. The product, however; was returned for analysis. Visual inspection of the returned product shows that the distal 2.5 inches of the cannula was returned. Deformation of the spring wound in two areas was observed, and a detached 0.25 inch section of the spring wind tip was returned. As reported by the user, this damage occurred while removing the device from pt's mitral valve chordae tendonae. Contraindications contained within the directions for use (dfu) for this device state that this device is not intended to be placed through a valve to drain a closed cardiac chamber. Labeled adverse effects state "valve damage may occur if the pericardial sump is passed through valve leaflets." Event info shows no report of post-operative pt complication. Conclusion: user error contributed to the reported event. This lot passed all in-process product and qa testing and is documented in the DHR. No adverse pt outcomes reported.